Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 275 mg/dl at the time of call. The customer stated that the insulin pump alarmed no delivery and for the last few weeks, customer has been getting motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin exited after a 5 unit fixed prime was delivered. Infusion set cannula was bent when removed and examined and customer reported adhesive issue with the infusion set. Customer had blood glucose events with a blood glucose reading of 400 mg/dl last (B)(6) 2018 and 300 mg/dl on (B)(6) 2018. Customer treated with manual injection and declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.